Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device displayed an 'mpm application' error (an error which prevents the device to boot up). There was patient involvement, however no health consequences or impact. An alternative monitor was available and used at the time of the event.